Manufacturer narrative:
The pump was received with a blank display due to the corroded electronic assemblies. The pump received with a corroded motor home switch. They were unable to verify the failure of flash memory alarm or software error due to the blank display. The pump was received with a cracked case at the display window corners, a cracked case at reservoir tube window corners, and cracked battery tube threads. The pump was also received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that she went into the pool because she thought that the insulin pump was waterproof. Customer received a failure of flash memory alarm. Customer stated that she was unable to check the alarm history because the pump has powered off and won't turn back on. Customer stated that she is also unable to do the rewind process. Troubleshooting could not be completed. Customer stated that she took the battery out and when she put it back in, she received a software error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.